Event description:
The manufacturer was contacted in reference to death of a patient. There is no allegation of product malfunction. No other medical information was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.